Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred at the beginning of a patient¿s continuous renal replacement therapy (crrt). The blood leak was visually observed as ¿light red liquid¿ noted ¿in the waste bag¿, and confirmed to be internal. The machine, a multifiltrate pro machine, alarmed appropriately with a blood leak alarm. There was no visible damage noted on the dialyzer. The majority of the patient¿s blood was returned. Estimated blood loss (ebl) was 5 to 10 ml. There was no patient injury or harm, and medical intervention was not required. The patient completed their treatment after being re-setup with new supplies. The complaint sample was not available to be returned for evaluation as it was reportedly discarded.